Event description:
Prior to inserting an angiography guidwire in the pt, the distal tip was detected broken. The product was not clinically utilized, and another guidewire was used to complete the procedure. There was no pt injury reported with the event.